Manufacturer narrative:
Follow-up #1: date of submission: 02/23/2016. Product analysis: the device was returned and evaluated by product analysis on 02/10/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal behavior. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient's blood glucose was: below 70 mg/dl and above 40 mg/dl; above 250 mg/dl and below 500 mg/dl without signs or symptoms of hypoglycemia, hyperglycemia, or medical intervention. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.